Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is ranging from 2/2/2022- 2/13/2022. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted from patient right eye due to decreased visual acuity. There were no other medical or surgical interventions such as vitrectomy, sutures or incision enlargement required. Another johnson & johnson lens of different model (dib00) but the same diopter (24.0 d) was used as the replacement. Visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/40-2. Visual acuity post-op (post-replacement): 20/70. Patient was doing good post-op. No further information available.